Manufacturer narrative:
Zimmer biomet complaint (B)(4). No lot number was provided or known.

Event description:
It was reported that hex tool fractured during seating abutment on the implant, tooth location #44.(fdi) no patient injury. Fractured portion was removed and the doctor was able to finish the surgery with another tool.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Zimmer biomet (B)(4) one hex seating tool was returned for inspection. The hex feature is noted to be twisted and fractured. The square feature is moderately worn from use. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed and the following information was identified: documents reviewed: ¿instructions for use for tapered screw-vent®, advent® and trabecular metal¿ implants¿ 4869 rev 7-01/16. Information identified: prepare the implant for healing ¿ step 7. Locate the surgical cover screw in the cap of the inner vial. Using the 1.25mmd hex driver with gemlock retention, engage the cover screw and push down to open door in inner vial cap. With the gemlock hex driver still engaged, remove the cover screw, carry it to the surgical site, and thread it into the implant. Suture the soft tissue over the implant or, alternatively, around a healing collar for one-stage implant placement. Complaint indicates hex driver fracture during abutment seating. Complaint was confirmed during inspection. The following sections were updated: date of this report, contact office - name/address, date received by manufacturer, follow-up number, follow up type, device evaluated by manufacturer: change 'no' to 'yes', evaluation codes